Event description:
The device was returned to a manufacturer / third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of device, the manufacturer / third-party service center visually inspected the device and found evidence of foam degradation. The device passed all functional testing / the device failed test steps during testing. Damaged buttoms on upper enclosure was found. The device was repaired. If additional information is obtained, a follow up will be filed.